Manufacturer narrative:
The inflation balloon deflated during intubation. The interruption in therapy caused the patient to be re-intubated. The complaint of " the inflating cuff disconnected from the tracheal tube." Regarding part I-pftvvcs-80 was confirmed. The root cause was not determined. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been no other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
The inflating cuff disconnected from the tracheal tube. The patient was extubated and re-intubated with a different trachael tube.

Manufacturer narrative:
The inflation balloon deflated during intubation. The interruption in therapy caused the patient to be re-intubated.

Event description:
The inflating cuff disconnected from the tracheal tube. The patient was extubated and re-intubated with a different trachael tube.